Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic rectum procedure, after firing the device it could not be opened, have to cut it out. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Add'l info received: pre-op diagnosis. Rectum carcinoma, neo-adjuvant radiotherapy. The customer used an ecr60g reload with the device. The instrument could be closed and fired normally but after firing the device could not be opened. It was possible to open the device only with excessive force. There were no negative consequences for the pt. The procedure was finished successfully with another device. Pt is fine and has already been discharged from hospital. Upon review of the info provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
Batch # l52l1n. Evaluation results: the ec45 device was received for analysis with the clamping mechanism damaged and with no cartridge reload present. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during mfg to ensure that the device meets the required specs prior to shipment.